Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Other screws have been referenced in this complaint, however it is not clear at this time if all screws were returned with tulip heads dislocated. Investigation is pending, reportability of the screws will be re-evaluated once it is completed.

Event description:
It was reported that "patient was in for a revision, once the rods were removed from the primary fusion dr. (B)(6) used a mono driver to manipulate the head of the screws for removal. The heads of these screws popped off at this point."